Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead dislodged. During the ra lead revision procedure, the lead dislodged after several positions were attempted in the atrium. It was also reported small to absent p waves noted at most locations, and high thresholds noted at approximately six different anatomical locations. The ra lead was explanted and replaced with a competitor lead. No patient complications have been reported as a result of this event.